Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -11.5/3.5/071 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault. The exchange did not resolve the problem. Cause of event was unknown.